Event description:
The reporter said she has observed er1 on her surestep meter. She stated she remembers checking the confirmation dot and it was blue, and also remembers looking at the color chart on the test strip bottle, and "thinks" it was correct. She said that she would test again and get a number, and said that the numbers were always less than 250. She doesn't remember a number greater than 250. She said that she doesn't use control solution for testing her meter, and that she had not altered her medication.